Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump freezes and does not respond to button presses. Customer's blood glucose level was 7 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button response due to moisture damage on keypad traces. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. No frozen display noted. The insulin pump passed idle current test. We were unable to perform run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, no delivery test, and displacement test due to button keypad anomaly.